Event description:
A total hip arthroplasty was revised approximately four and one half years post-operatively, because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
Unable to investigate report as specific information was not provided. Manufacturing facility made repeated attempts to obtain device information.